Manufacturer narrative:
Row infusionqn# (B)(4).

Event description:
The extension line was separating from the hub and leaking during use. Device inserted (B)(6) 2020 and removed (B)(6) 2020. The catheter was replaced. No patient injury or harm reported. The patient's condition is reported as fine.

Event description:
The extension line was separating from the hub and leaking during use. Device inserted (B)(6) 2020 and removed (B)(6) 2020. The catheter was replaced. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Continuation of d11: row infusionqn#(B)(4). The actual sample was not returned; however, the customer provided three photos for analysis. The photos confirmed that there was a hole in the proximal extension line adjacent to the luer hub. However, a full visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of leaking extension line was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.